Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that there was an inaccuracy with the gray navlock. The site switched to a different navlock to finish the procedure. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
The navlock was returned for analysis. Functional testing found no fault with the navlock. The instrument was functioning as designed. If information is provided in the future, a supplemental report will be issued.